Manufacturer narrative:
Additional information and device evaluation provided. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to a "reservoir rupture." A new aus reservoir was implanted. It was further reported that there was fluid loss from the device. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to a "reservoir rupture." A new aus reservoir was implanted. It was further reported that there was fluid loss from the device. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.